Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding device replacement procedure. According to the complainant, after the nutritional supplement was fed to the patient in 2009, there was a leak from the cap. The leaking occurred every day. At about 5 days later, the leak occurred again after feeding and thirty minutes later, nutritional supplement came out of the cap when it was opened. The device was replaced with a different device. (Device unknown) there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.